Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process and that the customer's fill estimate was inaccurate after loading a cartridge with insulin . Tandem technical support assisted customer in the loading process. The customer was also educated about the fill estimate and that the pump will give a more accurate estimate after delivering 10.2 units via bolus. The customer's blood glucose levels were not impacted.